Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs ipg pocket site was opening up and there was fluid draining from the location. In turn, the patient was prescribed antibiotics and the patient may undergo surgical intervention to remove the device to address the issue.

Manufacturer narrative:
A patient experiencing ipg erosion was reported to abbott. The patient system was explanted. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient did not experience any trauma at the ipg site and cultures were not taken at the location. The patient's scs system was explanted on (B)(6) 2021 to address the erosion at the ipg site.